Manufacturer narrative:
This is the 2nd of 2 reports. Subject device is not available.

Event description:
It was reported that during coil embolization of an aneurysm located on the acom (anterior communicating artery) with sub arachnoidid bleeding, when placing the 4th coil, the 4th coil came out of the microcatheter stiff and stretched. Attempt was made to place the 4th coil but it broke off when trying to remove again. Eventually, the 4th coil was retrieved with the microcatheter, removing at the same time the 3rd implanted coil (subject device) that was locked to the 4th coil. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned protruding from an sl-10 microcatheter with another target coil. Visual and microscopic examination of the returned device confirmed that the coil had been detached electrolytically. It was also noted that the main coil was kinked/bent. The main coil was determined to have been placed successfully without issue initially. Issues were then experienced during placement of a subsequent target coil which caused the coil to be dislodged and removed with the microcatheter and the subsequent target coil. An assignable cause of caused by other will be assigned to this investigation.

Event description:
It was reported that during coil embolization of an aneurysm located on the acom (anterior communicating artery) with sub arachnoidid bleeding, when placing the 4th coil, the 4th coil came out of the microcatheter stiff and stretched. Attempt was made to place the 4th coil but it broke off when trying to remove again. Eventually, the 4th coil was retrieved with the microcatheter, removing at the same time the 3rd implanted coil (subject device) that was locked to the 4th coil. There were no clinical consequences to the patient.